Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the device still had a frozen display with no advancement of the time. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.